Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, elective replacement indicator (eri) triggered on (B)(6) 2016.

Event description:
It was reported that during use of implantable pulse generator (ipg), the device setting mode had changed, the device indicated reset screen and elective replacement indicator (eri) triggered. After confirmation, the device setting was returned back to initial mode. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.